Manufacturer narrative:
Pc- (B)(4). Date sent: 6/3/2021. Product was not returned. Based on the information available, it has been determined, that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. (B)(6). No lot number was provided therefore a device history could not be done. Operative notes attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent surgery and two operative notes are provided that indicate patient underwent a hernia repair and linx implantation on (B)(6) 2014. The second operative note indicates patient underwent removal of linx device on (B)(6) 2017 due to symptoms of dysphagia and esophageal spasm which dilation had improved but not resolved. The surgeon further noted the patient has diminished esophageal motility as well which was normal pre-op. There is no mention of device discontinuity.